Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: addr01, ipg; implant: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented feeling light headed. The patients right ventricular (rv) lead exhibited rising/high impedance levels, high threshold, loss of capture, and switched polarity. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.